Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving dilaudid (12.5 mg/ml at 0.1201 mg/day) via an implantable infusion pump. The indication for use was spinal pain. It was reported the healthcare provider (hcp) believed the patient had an allergic reaction to the it dilaudid as they were experiencing itching. The caller inquired about system content removal procedures. The procedures were reviewed and other relevant information was provided. The caller will confer with the hcp and other manufacture representative covering the case. The event date was noted as (B)(6) 2019. The caller wanted to know how long it will take to clear the old drug from the system if it's running at min rate. Caller stated the catheter volume was 0.156 ml. It was reviewed it will take anywhere from 56 to 74 days to clear (low to high end of inner pump tubing). Additional information noted the patient had overdose symptoms of vomiting and dizziness on (B)(6) 2019. The hcp removed the dilaudid, filled the pump with saline, put the pump to min. Rate, and planned a follow-up in two weeks. It was unknown if the issue resolved.